Event description:
It was reported that the pacemaker system exhibited high out-of-range right ventricular (rv) pacing impedance measurements measuring, 2,200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Subsequently, during a routine device change out procedure troubleshooting was performed, and the noise could not be recreated, and impedance measurements were within range. The device was explanted and replaced successfully. This non-boston scientific lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).